Manufacturer narrative:
At this time, there is no plan to revise the lead. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. No adverse patient effects were reported.